Manufacturer narrative:
A review of the event history log identified a single event of 'system error 345' and zero events of 'improper shutdown!' On the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off. The event happened during patient infusion at the medical surgical area (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.